Manufacturer narrative:
The investigation for the positioning issue, hemolysis, and optical sensor issue has been completed. Since insufficient clinical details were provided regarding what made it difficult to reposition the pump and product wasn't returned, the cause of the device in wrong position and hemolysis could not be determined. Based on the signatures noted in data logs, the cause of the placement signal not reliable (psnr) alarm was determined to be sensor wear.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hemolysis. Proper pump placement was confirmed. Later, the patient experienced a placement alarm and cardiac output alarm so the pump was repositioned. Impella support continues.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. Upon review, it was identified that h6 (type of investigation and component code) was inadvertently omitted from previous report. The cause of the device in wrong position could not be determined. The cause of the hemolysis could not be determined. The cause of the psnr alarm was determined to be sensor wear. The cause of an inaccurate co calculation could not be established.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 medical device problem codes were corrected and repopulated accordingly.

Manufacturer narrative:
Corrected information has been provided in d4 and h3 impella 5.5 sn (B)(6) + usb returned. Device in wrong position: insufficient clinical details were provided regarding what made it difficult to reposition the pump. A cannula kink was found on returned product, but the relationship could not be established. For these reasons, the cause of the device in wrong position could not be determined. Hemolysis: since insufficient clinical details were provided, the returned pump passed hemolysis testing and there were no findings that definitively link to hemolysis, the cause could not be determined. Optical sensor issue: based on the signatures noted in data logs, the cause of the psnr alarm was determined to be sensor wear. The report of an inaccurate co calculation could not be investigated as data logs do not store cardiac output values and product wasn't returned for investigation. For these reasons, cause could not be established.